Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat, one opening on the patch/shell bond edge, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified one sharp opening on the patch/shell bond edge, sharp broken edge inside the valve and an air pocket on the valve was observed but was within specification per qa (B)(4). A dimensional measurement in the shell was performed which identified the thickness was within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on patch/shell bond edge assessed as an unidentified (tear) opening, and a sharp broken edge inside the valve assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6., g.3.

Event description:
Patient reported right side deflation. Device remains implanted.